Manufacturer narrative:
The complaint of low battery was not confirmed. Analysis of device image indicated that pre-elective replacement indicator flag was triggered due to exposure to cold temperature and resulted in the incorrect battery capacity display. The local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during implant procedure it was noted that the implantable cardiac monitor exhibited low battery. The device was not used, and a new device was implanted. The patient was in stable condition.